Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): unknown cm humeral stem (unknown). H6: proposed annex g code - mechanical (g04) - stem. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the elbow implant had dislocated and a pin had disassociated from the implant approximately twenty-nine (29) years post-implantation. The patient was revised, and devices were removed. No other complications reported. It was reported that no further information is available.